Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed external flash error when he woke up this morning. The patient's blood glucose at the time of incident was 105 mg/dl. The device was vibrating and the custoemr was able to clear the alarm. He was assisted with resetting the time and date. However, the rest of the insulin pump settings were cleared from the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify e15 alarm due to button keypad anomaly. No unlock lcd keypad connector noted. The insulin pump passed idle current test. The insulin pump had severely scratched display window and cracked reservoir tube lip.